Event description:
Patient elected to have revision surgery due to recall. There were no reported symptoms. (B)(6) 2012 - litigation papers received. They allege pain, discomfort, and elevated metal ions levels. Complaint was reopened to reverse MDR decision. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.